Event description:
The catheter was occluded. They tried to clear w/urokinase. A chest x-ray study was done which confirmed a subcutaneous pinhole leak. The catheter was removed.

Manufacturer narrative:
Implicated product is 5.0 fr. Dual lumen catheter in intermediate tray. Product received for evaluation is intact 5.0 fr. Dual lumen catheter. Complete sample measures 28.4 inches long. Suture wing is fitted (but not secured in place) 19.3 inches from proximal end. Serous residue fills one lumen. Lot history review shows no mfg related issues and no similar complaints for this lot. Tactual examination of catheter and extension legs is unremarkable. Despite serous residue filling one lumen, patency is demonstrated by flushing and aspirating both lumens individually with water-filled 10cc syringe. No leaks are noted from either lumen as catheter's distal tip is occluded and each lumen is hydraulically pressurized separately to sustain pressures greater than 25 psi. Complaint file documents that a pinhole leak had been observed on dye study. Leak testing was repeated using dyed water with catheter resting on while paper towels. Again no leaks were observed. Complaint of subcutaneous pinhole leak is unconfirmed. Complaint incident could not be replicated in laboratory setting. Fibrin sheaths can form over catheter's opening, encapsulating catheter. This results in solutions administered through catheter exiting valve(s) and traveling back up catheter through capsule created by fibrin sheath. As result, solutions exiting at point along length of catheter may be misinterpreted as leak. Fibrin sheaths may be dissolved using available hemolytic medications. Complaint file indicates user initially encountered occluded catheter and attempted to resolve this using urokinase. Leak was discovered during subsequent dye study. It is possible that urokinase opened occlusion sufficiently for injected dye to flow through lumen, but not dissolve fibrin sheath. Dye passing through catheter and exiting from fibrin sheath at point along length of catheter, might be confused as leak.